Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the priming procedure. The blood glucose reading was 200 mg/dl. Troubleshooting was conducted. The customer changed the tubing and states the set is working. Nothing further reported.